Event description:
The reported stated the surgeon inserted a three piece collamer lens model number cq2015 and noticed the lens was torn. The reporter stated the lens may have been torn during loading however, the doctor did not notice it until after the lens was inserted. The lens was removed with no patient injury and without enlarging the incision. Sutures were not required to close the incision.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.